Manufacturer narrative:
The device has been returned to the manufacturer, but is pending device evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iris damage is identified in the device labeling as known inherent risk of glaucoma stent surgery. MFR reference # (B)(4). Submitted to FDA: (B)(6) 2017.

Event description:
The surgeon reported that the istent was not able to be implanted, and when the surgeon was removing the istent from the eye, the iris was damaged.

Manufacturer narrative:
(B)(4). Pain, hyphema, iop elevation, and visual disturbances are identified in the device labeling as known inherent risks of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
Clinical follow-up was requested and on 05/30/2017 the surgeon provided the following event details. The patient's visual acuity was still improving and the severe pain resolving. Intraoperatively, the surgeon reported perfect placement of the istent. Following release of the stent, it was observed to be adhered to the inserter. The surgeon removed the device from the eye, pulling half of the patient's iris out. The iris was repositioned and sewn in place on postoperative day five by a different surgeon. The patient had vitritis that was quite remarkable, and required more than the usual instillation of durasol. This was complicated by the patient's diabetes, which prevented the use of systemic steroids. The patient has marked photophobia in the effected eye in the daylight due to the expected loss of some pigment epithelium of the iris at replacement. On 05/31/2017, additional follow-up was received from the surgeon indicating that the event had resolved with sequelae. The patient has heavy vitritis that is resolving and occasional pain that is improving and is likely due to keratitis from the steroid drops. Postoperative bleeding was characterized as recurring or persistent, unresolving hyphema with iop elevation. The iris damage resulted in ghost images, monocular double vision, light streaks, and heavy postoperative vitritis that is clearing. The patient reported prolonged pain lasting approximately two months with decreased visual acuity.

Manufacturer narrative:
The device was received by glaukos and the evaluation was completed on 04/05/2017. The following observations were made about the condition in which the returned product was received: the tyvek seal had been removed from the outer thermoform packaging tray. The customer had placed taped over the distal end of the inserter where the stent was located. The stent was returned grasped by the inserter. The inserter was grasping the stent by the snorkel, however, the stent was being held at an angle in relation to the axis of rotation of the inserter. The inserter was visually inspected. It was noted that residue was on the inserter sleeve and in the inserter tines. The residue appeared to consist of dried viscoelastic, among other materials. Furthermore, one of the tines of the inserter appeared to be bent outward. The following functional tests were performed on the returned product: the inserter was functionally tested and found to function as intended. Using the same inserter and stent, the stent was re-grasped and released 3 separate times. There was slight difficulty releasing and regrasping the stent properly due to the bent tine and the presence of foreign material, but no other issues were identified while retaining and releasing the stent and the inserter functioned as intended. The stent was microscopically examined. The stent tip was examined and found to be within specification. Conclusion: the customer reported that the doctor had difficulty implanting the stent. When he removed the stent, the iris got pulled out. The product was returned with the inserter grasping the stent by the snorkel, but the snorkel was being held at a slight angle. Furthermore, one of the tines of the inserter was found to be bent outward. The customer did not report any damage to the inserter or of any issues with the stent orientation relative to the inserter, so it is uncertain whether the angled stent and bent inserter tine may have contributed to the reported pulled out iris or if those were a result of the force required to pull the iris out. The stent tip dimension was also measured and found to be within specification. Based on available information, the root cause of the reported issue could not be identified. (B)(4). Submitted to FDA on 04/24/2017.

Event description:
Additional information has been requested.